Manufacturer narrative:
We were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is remote. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use for this device advise the user to advance the forceps into the tissue at the desired biopsy site. The user is instructed to apply slight pressure to the handle while closing the forceps around the tissue or object. A note in the instructions for use indicates that it is not necessary to apply excessive pressure to cleanly excise the tissue. The size of the tissue to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported occurrence. Prior to distribution, all disposable cold biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurence is remote. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy procedure, the physician used cook endoscopy disposable biopsy forceps. The physician indicated the cups seemed to be tearing the tissue. The procedure was completed with these forceps. Nothing had to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.